Event description:
Intera oncology was notified that an intera 3000 hepatic artery infusion pump had slow flowing rates. The flow rate on (B)(6) 2026, was 0.71ml/day. On (B)(6) 2026, the flow rate was 0.86ml/day. Historically the patient's flow rate averaged between 1.14 to 1.29 ml/day. The nurse was going to flush the special bolus pathway and if there was no resistance, they were going to consider bringing the patient back in a week to recheck the flow rate as they had floxuridine in the pump. If there was resistance, they were going to consider administering tpa. According to the nurse, the patient flow rate seems to have been resolved by gentle heparin flush (100u/ml - 10ml flush) via bolus pathway and tpa was not required. On (B)(6) 2026, the flow rate returned to 1.14ml/day.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The latest reported refill done on (B)(6) 2026, had the flow rate returned to 1.14ml/day, which matches the patient's historical flow rate average between 1.14 - 1.29 ml/day. The device remains implanted and in use.